Event description:
Patient enrolled in study: (B)(4) an assessment of the efficacy of treatment. Hospital reported: a (B)(6) female underwent a veptr placement after resection of chest wall tumor on (B)(6) 2005. During a clinic visit, date unknown, chest films showed that 2 intramedullary pins were broken. Patient was returned to the operating room on (B)(6) 2012 for broken pins. No further information was available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional information has been requested.

Manufacturer narrative:
Device was used for treatment. No device was returned for evaluation. The 2.0mm ti rods are used to hold ribs to a veptr construct following osteotomies for the correction of a hypoplastic thorax. The age of the patient indicates she is skeletally mature which is a contraindication for the use of the veptr device. There was also no reported diagnosis that is within the indications for use of the veptr device. The design risk assessment was reviewed and found to be adequate for the intended use.